Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was having an infrasound treatment performed for low back pain. The physician was not aware that the patient had an sicd. During the treatment the patient received two inappropriate shocks due to noise that was being oversensed from the medical procedure. A couple days later, the patient presented to the clinic, and it was confirmed the shocks was at the same time of the treatment therefore, therapy was inappropriate. At this time, the system remains in service. No adverse patient effects were reported.